Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unknown plate//unknown lot number. Device is not expected to be returned for manufacturer review/investigation. The plate broke postoperatively, and required additional surgical intervention to remove the construct and conversion to a total hip arthroplasty without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that an unknown trauma-plate broke postoperatively. It was implanted on (B)(6) 2015. During an aftercare appointment on (B)(6) 2016 it was detected that the plate was broken. A revision was necessary where the plate and the screws there removed and a new hip was inserted (unknown when it took place). Complaint involves one (1) part. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
DHR review could not be conducted. No parts received for investigation. No art.-/lot. Available, based on the complaint description, without material and without knowing the lot number no investigation or disposition is possible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update 20oct2016: our legal department send an answer letter to the patient that she can forward the complained implant to (B)(6) foundation for investigation. Without investigation it cannot be defined if a corrective action is necessary at the moment no further information available.